Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the up arrow and contrast keypad button contacts. Evaluation also revealed that the battery compartment was cracked on the threads and the battery cap was stripped. In addition, the display screen was dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn at the up arrow button. All of the keypad buttons responded appropriately. The pump was opened and contamination was found under the up arrow and contrast button contacts. Evaluation revealed that the battery compartment was cracked on the threads and battery cap was damaged stripped. Evaluation also revealed a dim, fading and discolored display screen. Unrelated to these issues, the audio bolus button cover was torn but the button responded normally. (B)(6).